Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of pt being harmed as a result of this malfunction. An investigation was conducted by (B)(4) on (B)(4) 2013 based on the review of device history records and retained samples. The results are as follow: initiated discrepancy reports (dr) in (B)(4) system to conduct and document investigation. Reviewed device history records (dhrs). Reviewed retained samples from each lot ID in question. It is concluded that during the review of the DHR and retained samples, the team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. The supplier confirmed that retained samples met the product quality specifications. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Future complains will be monitored for trends in accordance with convatec's inc procedures.

Event description:
(B)(6) nurse reported via email that she and her colleagues experienced difficulties using the product because the green signal on the catheter was not popping up. She reported that she instilled 42ml without any trouble, and the product just stopped instantly. (B)(6) nurse reported that she stopped using the product, but the button never popped.